Event description:
It was reported that the patient experienced nighttime hypoglycemia while using the ilet, with a documented blood glucose of 39 mg/dl, and the caregiver treated the event with oral glucose and followed standard 15-minute recheck protocol, after which glucose stabilized to 129 mg/dl; the caregiver also noted an inconsistent eating regimen, and the agent arranged training on algorithm use and potential factory reset. Symptoms included low blood glucose. Outcomes included recovery with oral carbohydrate and no hospitalization. Investigation included troubleshooting support, education on algorithm steps, and arranging additional training with clinical support. Investigation of this case revealed no device malfunction reported and that user education regarding algorithm operation and regimen consistency was warranted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.